Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a [native tricuspid valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the, sapien 3 valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event.  The cause of the too ventricular placement of the device is unknown; however, device manipulation and other procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, during implantation of the 29mm sapien 3 valve in the tricuspid position via transvenous approach, the placement of the valve was too low; therefore, a second 29mm sapien 3 valve was placed. There were no edwards device malfunctions.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141